Manufacturer narrative:
(B)(4). Device evaluation: result - no samples (including photos) were returned for evaluation. A review of the device history record revealed no abnormalities during the manufacture of the reported lot number 6049484. Preventive maintenance, calibration, and equipment were reviewed and no abnormality was observed that could have influenced the issue. Conclusion - bd was unable to duplicate or confirm the customer's indicated failure as no photos were returned for evaluation. Of note, CAPA (B)(4) have been opened to identify and address the potential causes of safety shield disengagement.

Event description:
It was reported that the suspect device was being used to perform an injection. The pink safety shield came off during use, leaving the needle exposed.